Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for leakage during the in-process inspection, no leakage qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. No sample was received. If there was a sample receive, the sample can be investigated on the leakage to determine the cause. The complaint will be re-open when there is sample receive for this complaint. The complaint trend will be monitored.

Event description:
After giving the patient a right radial artery indwelling needle, it was found that fresh oozing of blood was visible on the patch, and after giving the patient a replacement patch there was still oozing, and it was found that the arterial indwelling needle was leaking from the connecting device, and the patient was given a replacement arterial indwelling needle for a new puncture and proper fixation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm leaked. After giving the patient a right radial artery indwelling needle, it was found that fresh oozing of blood was visible on the patch, and after giving the patient a replacement patch there was still oozing, and it was found that the arterial indwelling needle was leaking from the connecting device, and the patient was given a replacement arterial indwelling needle for a new puncture and proper fixation.